Event description:
It was reported that during product evaluation by a service technician, a flo-gard infusion pump failed a battery test. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the failed battery test was determined to be battery discharge below the acceptable threshold. To correct the condition, the main battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.